Manufacturer narrative:
(B)(4). Lot number: jhm305. Manufacturing date: 07/02/2015. Expiration date: 06/30/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, there was divergence between materials presented in the description of the outer sealed packaging with the inner package, which contained other device. The device from the inner package was used in the procedure. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
.